Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The caller stated that the customer was given the wrong dosage of morphine for a series of migraine headaches stemming from a crushed c4 disk in her back. The customer was taken to the hospital in a coma on (B)(6), and remained in a coma for five weeks. The customer woke up from the coma nine days prior to passing, but she was not wearing the insulin pump during the time she was in the hospital. The customer had not worn the insulin pump since (B)(6), and she was running low on insulin. The caller stated that the cause of death was diabetes complications and copd. The caller also stated that the battery cap was not working properly, and the customer was going to call in to get it replaced before her passing. Nothing further was reported.